Manufacturer narrative:
"Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and identified that the wireless footswitch was working properly. The customer had already identified that the foostwitch battery was empty and had recharged it. The fse monitored the footswitch use during an examination and confirmed that the system was operating to specification. After that, the system was returned in good working use. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the wireless footswitch connectivity issue. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.